Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated an issue with wireless telemetry. Por occurred twice on (B)(6) 2016. Save to disk observations states: wireless telemetry no longer available with this device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had experienced rapid battery depletion with electrical reset and loss of wireless telemetry. The reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.